Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. Blood glucose value was 10.1 mmol/l. It was found that the reservoir was leaking inside the insulin pump. The customer tried to dry it. Self test could not be performed due to the buttons not responding and the screen turning blue when pressing the keypad. The customer will revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. (B)(4).